Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation no ventricular sensing and capture were noted. A perforation was noted. The lead was repositioned and remains implanted.